Manufacturer narrative:
This product is not marketed in the us. Claim #: (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5 12.6 implantable collamer lens of -10.00 diopter was implanted into the patient's left eye (os) on (B)(6) 2021. During icl insertion the lens was torn. Intra-operatively the lens was removed and replaced with a same model/size and diopter lens and the problem was resolved.

Manufacturer narrative:
B5- the reporter indicated that a 12.6mm vicm5 12.6 implantable collamer lens of -10.00 diopter was implanted into the patient's left eye (os) on (B)(6) 2021. During icl insertion the lens was torn. In a separate surgery that day the lens was exchanged with a new lens of the same parameters and the problem was resolved. H6- health effect- impact code: 4629 claim# (B)(4).